Manufacturer narrative:
The insulin pump was received with operating currents within specification. The insulin pump passed selftest, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Pump was returned for power error alarm. The power management tool confirmed power error alarm was triggered when backup battery loaded voltage (loaded vlith) was less that 3.5 v for 4 consecutive hours due to resistance issue at connector. After disconnecting and reconnecting the internal battery connector on connector board, the insulin pump was monitored and functioned properly. The insulin pump was received with cracked keypad overlay at select button. The insulin pump was received with minor scratched display window, case and keypad overlay. The insulin pump was received with stained serial number label.

Event description:
The customer reported via phone call that the insulin pump had a power error alarm. The blood glucose at the time of the incident was unknown. The customer was assisted with troubleshooting. The device was returned for analysis.